Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient experienced pain at the ipg site and inadequate pain relief despite being reprogrammed. All device components were explanted and were not returned as they were kept by the medical facility.